Event description:
It was reported that a user wearing a dexcom g7 continuous glucose monitor (cgm) experienced an ilet notification indicating ¿dosing stops soon¿ with an associated status that the cgm was not paired, which coincided with transient signal loss between the cgm and the ilet; the glucose readings resumed shortly thereafter with the alert resolving. No adverse clinical symptoms reported and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. User support included troubleshooting and user education regarding cgm pairing and connectivity. Investigation of this case revealed a temporary communication disruption between the dexcom g7 and the ilet without sensor malfunction, consistent with signal loss to the ilet only and resolved by restored pairing and data transmission. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication interruption consistent with normal device behavior during transient cgm pairing or connectivity gaps.